Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was noise in the image. The image pickup unit metal tip insulation had failed. There was rattling at the connection between the insertion guide and the operation part due to the looseness of the insertion guide cover. The bending section cover adhesive was chipped/missing. The vent of the light guide connector was loose and rattling due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use, the endoeye flex deflectable videoscope presented an image defect/pink image. The procedure was not impacted. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.